Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: abbott, inflation: abbott, guide cath: 6 fr ebu 3.5, sheath: jj, stent: 3.5x18 mm xience prime. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified, but severe stenosis in the proximal and distal left anterior descending artery (lad). Predilatation was performed on the lesions with a 3.5x20 mm and 4.0x20 mm trek, respectively. A 3.5x18 mm xience prime was successfully placed at the proximal lad, and a 4.0x18 mm xience prime was planned for the mid lad; however, it met resistance during advancement and failed to cross the lesion. Resistance was felt during retraction of the stent delivery system, which became caught on the guiding catheter tip resulting in flared stent struts; however, it was able to be removed successfully. A 3.5x18 mm xience prime was used in the next attempt and was able to cross and be placed at the lesion. No patient adverse effects or clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device did confirm the resistance, as an attempt was made to advance the stent delivery system (sds) through a new 6 french guiding catheter; however, due to damaged stent struts the sds could not be advanced. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.